Event description:
It was reported that approximately four months after an adiana procedure for permanent contraception on (B)(6) 2011, the patient reported she was in "extreme pain." On (B)(6) 2012, the doctor preformed an "internal pelvic exam and did not find anything." She then went to the ER (emergency room) and the physician performed a laparoscopy. It was noted that the "right tube was very swollen with a hematoma." The patient was admitted for surgery to remove part of her right fallopian tube. On (B)(6) 2012, the physician reported the "patient does not have any more pain." On (B)(6) 2012, it was reported the patient was admitted on (B)(6) 2012 and discharged on (B)(6) 2012. On (B)(6) 2012, it was reported, images revealed "edema and ecchymosis [on her right fallopian tube]."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the adiana generator not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the adiana system. (B)(4).